Event description:
The customer called to report low blood glucose. It was reported that the customer was working in a store at the time of call. The customer could not indicate how low his sugar level was, then it was realized that he was not feeling well. Assisted customer with treating his blood glucose. During the call, a shopper came to the phone and stated that he was not doing well. The paramedics were called out and assisted customer. Customer was conscious and doing fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.